Manufacturer narrative:
The device was not returned to edwards for analysis. Device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, pvl, when severe, can lead to significant morbidity including heart failure and hemolytic anemia. Pvl can occur in the mitral and aortic position for similar reasons, including technique and patient related factors. Edwards is unable to confirm the clinical observation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
In this case, a 25mm pericardial mitral valve, implanted approximately four (4) days, was explanted due to perivalvular leak (pvl). On the date of implant, post operative tee revealed some perivalvular leaking at the posterior annulus where severe calcification had existed. Patient showed worsening pvl on day three post-implant in the area of calcification. After replacement implant of 25mm pericardial valve, there was no pvl and satisfactory hemostasis was achieved. Patient tolerated the procedure well.